Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported having high blood glucose. The customer's blood glucose was 360 mg/dl. The customer also stated she was not having symptoms of high blood glucose. Troubleshooting found the customer's drive support cap was normal. There was also no air bubbles found in the tubing. Insulin was also able to exit the tubing during a manual prime. Customer was unable to check if her cannula was occluded. The customer was advised to change out her infusion set, reservoir, and insulin. No additional info provided.